Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2. Common device name: intravascular administration set. D.2. Medical device type: fpa. H.6. Investigation summary: "material #: 367364. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing retraction issues. No patient impact was reported. The following has been provided by the initial reporter: it was reported by the customer that auto-retracting sheath not retracting after activating butterfly device.